Manufacturer narrative:
Supplemental MDR #1 inadvertently omitted information from product analysis of the m106 generator.

Event description:
From product analysis of the m106 generator: the pulse generator was opened. Possible contaminates were observed on the lasered edge of the pcb (tab removed). With the pulse generator case removed and the battery still attached to the pcb, the supply current off (16.7ua) and supply current off sense (19.3ua) measured at the product analysis bench were not in specification (high limit for supply current off 5ua and high limit for supply current off sense 8ua). The battery was removed. The pulse generator module was subjected to a postburn electrical test. Results show that the pulse generator module failed several electrical tests. The lasered edge of the pcb was cleaned with a high grit sand paper and isopropyl alcohol to remove the possible contaminates. The pulse generator module was subjected to a post burn-in electrical test. Results show that the pulse generator module performs according to functional specifications.

Event description:
Review of decoded data shows that on the date of implant ((B)(6) 2015) for the, tachycardia detection was programmed on and all sensitivity levels 1-5 were tested. Interrogation and device diagnostics were only performed prior to the td being programmed on, therefore the foreground heart rate could not be obtained for this device. All output currents (normal and autostimulation) were programmed off during the testing. Product analysis for the m106 was completed and approved on 11/12/2015. To observe the pulse generators sensing response (tachycardia detection) to an external stimulus, the pulse generator was placed in a final test fixture. The generator was instrumented in order to evaluate the delay in producing a heartbeat detection synch pulse. This synch pulse is received by the tablet and used to calculate the heartbeat rate. Test results of the synch pulse revealed a longer delay (from initiation of the hb detection algorithm until hb synch pulses occur) than what is expected. This delay may have been interpreted by clinicians, as non-detection of a heartbeat signal, causing them to attempt detection at a different gain setting or location on the patient.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, it was reported that the surgeon was unable to detect heart rate with a m106 generator during a generator replacement surgery. A pre-surgical assessment was performed, but not all seven positions were tested. During surgery, all five sensitivity settings were attempted and none were successful. Troubleshooting guidelines were followed; however, no details of actions were provided. Another m106 generator was connected to the lead, and heart rate was detected immediately at sensitivity setting = 3. The physician kept the handouts of the pre surgical assessment and they were not able to be obtained for review. The explanted generator was received for analysis on 10/12/2015. The design history record for the m106 was performed on (B)(6) 2015. The generator passed all functional specifications prior to distribution into the field. It also indicates that the generator passed the r-wave verification testing and passed at all 5 sensitivity settings.